Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 439 mg/dl. The other relevant blood glucose level was 259 mg/dl. The customer was treated with manual injections. The customer declined the troubleshooting for high blood glucose. Customer also stated that the black o ring came out but the reservoir was able to lock in place. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off and missing the black o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken.